Manufacturer narrative:
Based on the results of the investigation, the type of foreign material and most likely cause of the foreign material in the scope was unable to be determined. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in operation manual chapter 3 preparation and inspection. IFU states the preventative measures in reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the gastrointestinal videoscope had foreign material leak out of the scope when soaked. There was no patient involvement.